Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. The customer reporting three separate infiltrations on the return line during tpe procedures. The first incident occurred on a male pt; the second and third incident occurred on the same female pt (they tried a second vein when the first infiltrated but it also infiltrated). The site used a different spectra machine to complete procedures on both pts with no further issues. Three unsuccessful attempts were made to contact the complainant to obtain pt ID and whether there was medical intervention. This report is being filed due to the potential for injury and unk medical intervention.

Manufacturer narrative:
(B)(4). Risk analysis: although hha 151 was written for the trima product line, the same safety info applies to spectra as well due to the variability in phlebotomist techniques and the nature of apheresis. The resulting hazard/risk index is 5, which is low. Small infiltrations/hematomas may occur occasionally due to a combination of poor phlebotomy and high return rates. Field diagnostic/correction: the support desk provided info to the customer about preparing veins and managing slower flow rates initially in the procedure, to minimize the risks of potential infiltrations. A service engineer checked out the machine and found no issues. Investigation: per the aabb technical manual, 16th edition, infiltrations or hematomas, "are common after phlebotomy" and, "a dime-sized hematoma at the phlebotomy site, are reported by as many as one third of all donors." Trends suggest that the event reported is random and isolated on a general basis. Conclusion: the most likely cause of an infiltration/hematoma is phlebotomist technique. Corrective/preventive action: the support specialist, (B)(6), offered some retraining to the customer regarding preparing the pts and flow rates at the beginning of procedures.

Manufacturer narrative:
(B)(4). Risk analysis: although hha 151 was written for the trima product line, the same safety info applies to spectra as well due to the variability in phlebotomist techniques and the nature of apheresis. The resulting hazard/risk index is 5, which is low. Small infiltrations/hematomas may occur occasionally due to a combination of poor phlebotomy and high return rates. Field diagnostic/correction: the support desk provided info to the customer about preparing veins and managing slower flow rates initially in the procedure, to minimize the risks of potential infiltrations. A service engineer checked out the machine and found no issues. Investigation: per the aabb technical manual, 16th edition, infiltrations or hematomas, "are common after phlebotomy" and, "a dime-sized hematoma at the phlebotomy site, are reported by as many as one third of all donors." Trends suggest that the event reported is random and isolated on a general basis. Conclusion: the most likely cause of an infiltration/hematoma is phlebotomist technique. Corrective/preventive action: the support specialist, (B)(6), offered some retraining to the customer regarding preparing the pts and flow rates at the beginning of procedures.

Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. The customer reporting three separate infiltrations on the return line during tpe procedures. The first incident occurred on a male pt; the second and third incident occurred on the same female pt (they tried a second vein when the first infiltrated but it also infiltrated). The site used a different spectra machine to complete procedures on both pts with no further issues. Three unsuccessful attempts were made to contact the complainant to obtain pt ID and whether there was medical intervention. This report is being filed due to the potential for injury and unk medical intervention.